Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and difficulties removing the device were able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after crossing a very calcified, occluded iliac artery, the fox cross balloon was inflated to dilate the lesion. However, the balloon ruptured at 4 atmospheres (atm). No resistance was reported during advancement of the device to the lesion. The non-abbott introducer and non-abbott guide wire were removed together with the ruptured balloon, as the balloon was sticking to the introducer during retraction. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.